Event description:
Customer reported system displays a hard drive error on boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the dvd connector cable. System operates as intended.